Event description:
A customer reported a cartridge alarm 20, which did not cause their blood glucose level to exceed 500 mg/dl. Technical support decided to replace the customer's pump, as the issue was previously noted with this pump. The customer did not have a backup therapy available and planned to contact their healthcare provider. Technical support confirmed the shipping address and sent a replacement pump. Instructions on entering storage mode were provided, and the customer was advised on steps to follow when receiving the new pump. The customer agreed to return the faulty pump to tandem via ups within 10 days.